Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the fifth firing, the jaws would not open. The reverse button was tried and there was no indication that the blade was returning. The manual override was tried and again it did not appear the blade was moving. The surgeon worked with the device and eventually was able to open the jaws and remove the device. The procedure was completed with a like device with no patient consequences.